Event description:
The consumer reported via a manufacturer representative (rep) that the implantable pulse generator (ipg) battery was depleted due to end of life and during the battery replacement, the doctor saw signs of possible infection. The doctor sent for cultures and the battery was removed. On (B)(6) 2016, the rep reported that the patient didn't show any signs or symptoms of infection prior to the battery replacement and the doctor did not do a re-implant due to the pending status of the cultures. The culture testing was performed to determine if there was an infection at the pocket site. At the time of the report, the patient was alive with no injury and was doing fine. Follow-up has been conducted to obtain the information about the cultures sent, but no new information was received at the time. The patient was implanted for other chronic/intract pain (trunks/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.